Manufacturer narrative:
The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope channel and suction button tested positive for staphylococcus. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use and there was no patient use after the bacteria was detected. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Correction to b5 of the initial report. The customer cds information was inadvertently left out. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. As a result of reviewing the reprocessing procedure of the user facility the following deviations were found: the suction pump was not used to suction water from the forceps/suction channel during the pre-cleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. From the previous investigation results, it cannot be denied that the reprocessing was insufficient due to deviation from the instruction manual. The following is included in the device IFU: ¿if the endoscope is not cleaned meticulously, effective disinfection or sterilization may not be possible. Clean the endoscope and accessories thoroughly before disinfection or sterilization to remove microorganisms and organic material that could reduce the efficacy of disinfection or sterilization.¿. Olympus will continue to monitor field performance for this device.

Event description:
The user provided their cleaning disinfection and sterilization (cds) practices of the subject device where precleaning was immediately performed, water was not aspirated through the instrument/ suction channel with a suction pump, and the air/water channel was not flushed with water and air using mh-948. The reprocessing accessories were without abnormality, manual cleaning was performed within an hour after the procedure, and the device passed the leak test. The detergent used for manual cleaning is instrument net manufactured by kenz medico. An oer-5 automatic endoscopic reprocessor (aer) is used with olympus detergent and disinfectant. All channels were connected with tubes when the endoscope was set up in the aer. The disinfectant solution was used before the expiration date and met the minimum effective concentration. The water filter was replaced with in the specified time period. The rinse water treatment system decontaminated without abnormality. The device is wiped with a clean towel/paper towel, hung on a hanger before storing in a cabinet without drying function and sheets inside storage are replaced every week.